Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic seizures and hypoglycemia with blood glucose of 40 mg/dl. They also reported that it cannot find sensor. It was unknown if automode was active during the reported event. The device will not be returned for analysis.